Event description:
As reported by the user facility: (B)(4). Customer (B)(6) from biomed states pump over-infused. Stated to b braun biomed that this pump functioned at the end of lipids. Lipid rang off and then strange alarm sounded and lights plus message flashing, message service plus needs to turn off pump. Was not able to see infusion amounts and took about 60 seconds to turn pump off, turned pump back on and no totals available and everything was set to zero.

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the MFR), and (B)(4). (The imptr). This report has been identified as b. Braun (B)(4). The actual pump involved in the reported incident was returned for eval. The volumetric accuracy was tested three times with a rate of 0.9ml/h and a time period of 20hrs. The tests completed with no errors or interruptions and within specification at 17.4ml, 17.5ml and 17.5ml. The pump's operational log was reviewed. On (B)(4) 2012 at 12:58:03pm an infusion was started with a rate of 0.90ml/h. The infusion ran until the next day ((B)(4) 2012), at 8:55:08am on (B)(4) 2012 the "time near end on" alarm message was displayed then at 8:58:09am the infusion stopped with a totaled volume infused of 18.04ml or 100.4% of the expected volume. At 8:58:09am the "time expired;on" message was displayed and the "time near end on" alarm was cleared or turned off. At 8:58:38am the "time expired;off" alarm was turned off. At 8:58:41am a "device alarm;1138" occurred then at 9:00:02am the pump was re-initialized. At 9:03:21am the pump was placed on standby ("standby aktiv;on"). The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event. All available info has been forwarded to the device MFR.